Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that there was a downstream occlusion seal bubbled. And the device failed the volume test. It was above maximum. No patient injury reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection revealed the device was received with the dso seal bubbled, the uso seal was worn, and the expulsor was too high. Functional testing was performed, and the reported issue was able to be replicated. The root cause was determined to be a damaged dso seal. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).